Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 408mg/dl. The customer stated that she tried to change the infusion set to resolve the issue. Troubleshooting was performed. The customer stated that she changes the infusion sets and reservoirs every three days. The time and date on the device were correct. The programming and daily totals added up the basal and bolus for two days prior to the event. The alarm history revealed multiple no delivery alarms. The customer believes that the insulin pump was not functioning properly and she requested a replacement of the device. The customer stated that she discontinued using the insulin pump and she was back on insulin shots. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.